Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information, guided the caller through the reset process, and the caller successfully started their sensor session without further display of the cgm error.